Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical review: based on the available information, the patient¿s liberty select cycler is disassociated from the serious adverse events. There is no allegation or objective evidence indicating a serious injury, patient death, or other serious adverse event(s) related to a fresenius device(s) and/or product(s) occurred warranting further investigation. Furthermore, the patient resumed utilizing the same liberty select cycler at home, without any reported issues.

Event description:
On (B)(6), 2023, fresenius became aware patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was hospitalized on (B)(6), 2023 after experiencing a seizure during ccpd therapy. Follow-up with the patient¿s pd registered nurse (pdrn) confirmed the patient experienced a seizure during therapy on (B)(6), 2023 and was transported to the hospital via the paramedics. The pdrn reported the patient¿s seizure medication (drug, dose, route, duration frequency not provided) was reduced, however the changes were not tolerated by the patient. The patient¿s seizure medication was subsequently increased, and the patient was observed for 24 hours with no further seizure activity noted. The patient was discharged on (B)(6), 2023 in stable condition and has recovered from the serious adverse events. Per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s).

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
On 18/mar/2023, fresenius became aware patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was hospitalized on (B)(6) 2023 after experiencing a seizure during ccpd therapy. Follow-up with the patient¿s pd registered nurse (pdrn) confirmed the patient experienced a seizure during therapy on (B)(6) 2023 and was transported to the hospital via the paramedics. The pdrn reported the patient¿s seizure medication (drug, dose, route, duration frequency not provided) was reduced, however the changes were not tolerated by the patient. The patient¿s seizure medication was subsequently increased, and the patient was observed for >24 hours with no further seizure activity noted. The patient was discharged on (B)(6) 2023 in stable condition and has recovered from the serious adverse events. Per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s).